Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head cable had a short circuit; programmer wouldn't power up due to the shorted rf head cable. Analysis also found the plastic anti-slip layer was ripped off the label of the programming head. It was noted the rf head upper case was worn. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the programmer was turned on nothing happened, black screen. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.